Event description:
Customer reports they were unable to successfully run controls on the instrument. As a result, they were unable to test a patient sample. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to patient health.

Manufacturer narrative:
Repeated attempts on running controls gave e67 error on level 2 quality control. Customer was provided list of alternative controls to test system. Instrument is running according to specifications.